Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reporting experiencing a burn area under the recipient's headpiece. The issues resolves when the headpiece is removed, however, recurs when sweating. The recipient was recommended to cease device use.

Manufacturer narrative:
Advanced bionics considers the this event to be non-reportable. The recipient reportedly did not experience a burn and no medical intervention was required. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.